Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. A leak was found on the soft cannula near the formed needle tip. It could not be determined when this damage occurred, or if this damage affected insulin delivery while the pod was worn. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the small cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to 322 mg/dl. Once the patient removed the pod the infusion site (leg) appeared to bed red and inflamed. As treatment, the patient administered 6-10 units of insulin via injection. The patient's blood glucose history are as follows: (B)(6).